Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer was experiencing unrelated vomiting after consumption of carbohydrates prior to the event. The customer required assistance from parents to treat bg level via consumption of carbohydrates. Additionally, an ambulance was called; however customer did not receive further assistance as issue was resolved with assistance from parents. The customer was instructed to consult with healthcare provider regarding bg level.